Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported.

Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated stablishing a relationship with the reported event. The visual inspection of the returned device found silicone remained on the carrier. The functional evaluation found reduced adherence. A root cause is determined to be a material failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.